Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-aug-2021, UDI#: (B)(4). H3: analysis of the communicator found that the tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient reported that their communicator had not been charging since a couple of days ago. The patient stated that they had tried a different outlet and checked the cord for damage and the cord was not damaged. The agent asked the patient to connect with the devices and the handset showed an 89% charge and the communicator showed a 28% charge. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator was not charging after being plugged in for days on a different outlet. No patient injury reported.